Event description:
The customer reported being hospitalized due to high blood glucose of 600mg/dl. The customer experienced vomiting and ketones in the urine. The customer's most recent glucose reading was 163mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.